Event description:
Related manufacture reference number: 2017865-2023-19133. It was reported that the patient's lead was disconnected from his implantable cardioverter defibrillator. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
Corrected information: section d2b procode should be "nvn." The previous report was incorrectly submitted as "nwm."